Event description:
The patient died from a complication of a pericardial effusion after implantation of a 23mm sapien xt valve. Initially, position of the preformed wire in the left ventricle was lost while advancing the delivery system though the sheath. The wire was removed and a new j-tip amplatz extra stiff wire (without a bend) was used to cross the valve. The valve was advanced into the annulus and the patient¿s blood pressure (bp) decreased into the 80's systolic. Valve deployment proceeded without incident in good position (60:40 aortic/ventricular). The patient¿s bp remained in 60's systolic after deployment. The anesthesiologist was administering medication to increase the bp; however, the patient remained hypotensive. Echo revealed little contraction of the left ventricle (lv). Aortogram revealed that both coronaries were filling, with no obvious extravasation of contrast from the root. The patient remained hypotensive and chest compressions were performed. After circulation of medication, the patient became hypertensive with systolic bp of 215+. A pericardial effusion was noted by echo. Pericardiocentesis was performed and a large amount of blood was removed. The pericardial effusion improved but the patient was noted to be hypovolemic so prbc's and IV fluids were given. Hematocrit was stable. Approximately 20-30 minutes later, irregularities were noted on echo; echogenic material (possibly clot/hematoma) was noted near the right atrium/right ventricle with thickening of the pericardium/myocardium, thought to possibly be blood/hematoma. Even though the patient was given lots of fluid/blood, the lv still looked empty on echo. The patient¿s bp was 80-90's systolic; an intra-aortic balloon pump (iabp) was inserted to support the bp. The patient left the room in critical condition and expired in the ICU approximately 1 hour after arriving. The possible causes considered were annular rupture or ventricular perforation from the wire.

Manufacturer narrative:
Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion cannot be confirmed; however, the perceived cause was annular rupture or ventricular perforation. There was no allegation of a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Manufacturer narrative:
Echo images were submitted to edwards for review. The following observations and impression were made by an edwards medical director. Observations/impression: observations: aortic annulus area = 365 sq mm by CT, no calcium in the annulus, moderate calcium in the cusps. The sinotubular junction (stj) was calcified with a diameter of 21 mm. · pre-dilation bav was performed. A 23 xt valve was advanced into the annulus and then deployed in perfect position through a transfemoral approach. Hypotension was noted during valve positioning. After valve deployment there was severe hypotension requiring CPR. After adequate blood pressure was restored, a pericardial tamponade was noticed at echo. Later imaging review showed the following: the procedural cine runs during pre deployment thv positioning showed an anomalous presence of contrast right above the stj, possibly consistent with an aortic injury (dissection?/rupture?). At the same time, the tee showed immediately pre and post deployment an enlargement of the space between the left atrium and the aortic root that might be consistent with possible extravasation. No clear aortic dissection was observed. Impressions: the above findings, together with the low risk for rupture at the level of annulus based on the CT, suggests a possible aortic injury at the level of the stj caused by either the balloon or the delivery system advancement. Another possibility (not supported by imaging though) is a left ventricular rupture due to the stiff wire.